Event description:
It was reported that the customer passed away at home. The cause of death was brain cancer. The customer also had lung cancer in 2013. The customer's blood glucose, at the time of passing, is unknown. The caller was not wearing the insulin pump at the time of death; she had been off the device for one week, due to illness. The customer was using sensors but a sensor was not worn at the time of death. The caller will return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.